Event description:
A surgeon in (B)(6) performed an acl reconstruction surgery with a gfs ultimate mini medical device for the femoral fixation, and a peek cf 10x30mm interference screw for the tibial fixation. Upon completion of the fixation of both the femoral and tibial side the surgeon heard a snap sound when checking the flexion and movement of the repair. The sutures of the gfs ultimate mini implant broke. The implant was removed and the procedure was completed with peek cf interference screws on both the femoral and tibial side.